Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. Pump information from the date of the complaint had been overwritten due to continued patient use. On investigation, the pump powered on normally with fully functioning audio tone and vibration. Investigation did not duplicate the complaint. The pump was exercised for 24 hours without any issues. The pump was determined to be functioning as intended without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient stated that alarm sounds are not loud enough to hear while asleep).

Event description:
On (B)(6) 2016, the patient contacted animas, alleging an audio tone/vibration (audio tone) issue. The patient stated that the patient had a blood glucose (bg) of 32 mg/dl with a seizure. The patient stated that the 911/emergency protocol was initiated. Emergency medical services treated the patient with a glucagon injection. The patient stated that the alarm sounds are not loud enough to hear while asleep. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.